Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number seven states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, bone resorption, excessive activity". The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent knee procedure on (B)(6), 2010. Subsequently, while the patient was bending over to pick something up on (B)(6), 2011, the taper adapter fractured. The patient was revised on (B)(6), 2011, with the taper adapter being removed and replaced.

Manufacturer narrative:
User facility forwarded a report on (B)(4), 2011. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are are for the same patient, part number, and event.user facility report number: (B)(4).this report submitted (B)(4), 2011.